Event description:
It was reported that during a clinic visit, this cardiac resynchronization therapy defibrillator (crt-d) was observed to exhibit cross talk oversensing. Technical services (ts) was contacted for troubleshooting assistance. Ts reviewed the device settings and provided programming optimization recommendations. No adverse patient effects were reported. At this time, this device remains in service.